Event description:
It was reported implant site became infected and implant lose stability, tooth 30. Per indicated: symptoms as a result of the event: abscess, inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k101880 .